Event description:
It was reported to medtronic mini med that the customer experienced a crack pump case. The customer reported no adverse event. The event involved products mmt-1712k. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer discontinued the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1712k was requested and customer response was the device returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Customer returned pump for alleged cosmetic damage located at the battery compartment and reservoir compartment found on 27-oct-2025. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, battery tube threads cracked, faded serial number, partially broken retainer, broken reservoir tube lip and corroded battery tube. Cosmetic damage was confirmed at battery compartment, reservoir tube lip, and retainer ring during analysis. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.